Event description:
According to the facility the needle detached from the syringe and "shot off into the patient stomach".

Manufacturer narrative:
According to the facility the needle detached from the syringe and "shot off into the patient stomach". Per the facility this occurred during a surgical procedure and had to be removed from inside the patient's body. Per the facility the patient did not incur a serious injury related to the reported incident. The sample was returned for evaluation however the defect was unconfirmed. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.